Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the lead was thoroughly analyzed. Visual inspection of the electrode end found that the helix is within specification and all four tines were intact. The helix mechanism was tested and was found to be operating normally. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis was unable to confirm the out of range pacing impedances observed during the implant procedure. The lead was found to be electrically continuous with no evidence of a fracture.

Manufacturer narrative:
The ra lead was explanted and will be returned for laboratory analysis. No additional information is available. Once the lead has been returned and analysis completed, this report will be updated.

Event description:
Boston scientific crm received information that when this right atrial (ra) lead was positioned during the implantation procedure, it was noted that the pacing impedance measurement was above 3000 ohms when measured on the pacing system analyzer (psa). The lead was repositioned several times, new clips and psa cables were used, but the impedance measurement was still above 3000 ohms. It was suspected that this lead was fractured. No adverse patient effects were reported.

Event description:
The lead was returned.